Event description:
Complaint alleged that while attempting to pace a pt (age & gender unk) the device had no pacer output. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.